Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were intermittently unresponsive, required multiple hard presses to elicit a response and caused scrolling. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attaché to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up button is unresponsive and the other buttons were intermittently unresponsive. There was evidence of keypad contamination found under the key contacts.